Event description:
Haemonectics received a complaint on (B)(4) 2013 for an orthopat device with the description "disk broken/ blood in machine bag". No patient or operator injury reported.

Manufacturer narrative:
The device evaluation has not been completed. A follow up report will be filed when the evaluation results are available. (B)(4)..